Event description:
Consumer reported an unknown number of false negative results among themselves and their family with the binaxnow covid-19 ag self test performed on unknown dates. Additional testing (unknown platform) was performed on all family members at the emergency room on unknown dates and generated positive results. Consumer stated all family members are symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date is unavailable. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.